Event description:
Patient was implanted with epoca shoulder arthroplasty system for a fracture on (B)(6) 2011. At this time, surgeon repaired patients trauma stem and rotator cuff. Post-operatively, on an unknown date, patient presented an eroded soft tissue element of the shoulder region. Patient returned to the operating room on (B)(6) 2013 for hardware removal. Patient was revised with competitors hardware. Revision was completed successfully. This is 1 of 5 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4).